Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implanting procedure, the atrial lead exhibited high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.